Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insufflator consistently displayed a pressure of 13-15 mmhg; it was observed that 80 liters of co2 were insufflated. Intraoperatively, the patient developed a thoracic emphysema; despite a minute ventilation of 12 l, the pco2 remained around 50 mmhg. This resulted in a prolonged emergence from anesthesia and the looming prospect of transfer to the intensive care unit.